Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had called for assistance in setting up their replacement handset because they were reading an insert they'd gotten with the handset from samsung about inserting a sim card and they didn't know what to do. Patient services reviewed with the patient that was a samsung instruction quick start booklet, and they didn't need that and walked the patient through connecting to their settings. The therapy was on. Patient services wanted to note that when the patient was placing the communicator, they said, "thank goodness I have a bump there" or they stated they wouldn't have been able to find the implant. Patient stated the bump hadn't always been there , though; one day they noticed it and they were at their pain doctor appointment and asked the pain doctor about their "bump," and the pain doctor told them "that's your implant." The patient provided further information: they reported they did have a fall on their backside and that it was within the first 2 weeks of hav ing the implant,; in the first two weeks of (B)(6) 2024. Patient services clarified implant date was in (B)(6) 2023 and asked if it was in late (B)(6) 2023 and the patient stated no: it was in the first two weeks of (B)(6) 2024. They stated they were babysitting their daughter's dog and fell on the implant then, and they didn't notice it then, but a while later, they went to their pain doctor, who was giving them spinal injections, and they noticed a bump there and the doctor told the patient it was their stimulator. The patient stated they then saw their managing health care provider (hcp) at their next appointment and told the hcp about the fall and the bump, and the hcp told them it was "ok" and that they weren't concerned about the "bump." The patient then asked patient services if they should increase the stimulation, and patient services reviewed the role of patient services with the patient and asked the patient if the therapy was helping their symptoms, and the patient stated they couldn't really tell because they were on a diuretic (furosemide) that always had them going to the bathroom constantly so that sure didn't help with their "pee problem." The patient further clarified that it seemed to not help in the morning (they'd be peeing a lot) but their symptoms would taper o ff in the afternoon and it seemed to help in the afternoon, so they stated they would just wait until they saw their hcp next to discuss programming considerations. The patient stated they would see the hcp on wednesday ((B)(6) 2025). Patient services redirected the patient to follow up with their healthcare provider to further address the issue but also reviewed that the patient could consider increasing their stimulation to see if that helped with their symptom control. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.